Event description:
Procedure: urological. According to the reporter: six months following a pubovaginal sling procedure, the patient experienced a urinary tract infection. The doctor noted a small piece of mesh and trimmed the mesh back flush with the bladder wall. The patient returned to the doctor's office again with a urinary tract infection, and the doctor noted exposed material and granuloma formation on the mesh. Additional information has been requested, but not yet received.